Event description:
It was reported during central processing and cleaning, the tip cover was stuck on the 8mm monopolar curved scissors instrument and could not be removed. There was no report of patient harm, adverse outcome or injury. Intuitive surgical, inc. (Isi) has made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 8mm monopolar curved scissors (mcs) instrument involved with this complaint and completed the device evaluation. Failure analysis investigations did not replicate nor confirm the customer reported complaint. The instrument was returned with the tip cover. The tip cover was removed from the instrument without difficulty. No damage was found to the tip cover. The instrument tube extension exhibits signs of scratch marks/abrasion. Tube extension scratch marks measured roughly 0.061¿ x 0.148¿. The root cause of scratch marks /abrasions instrument tube extension is typically attributed to mishandling/misuse, such as excessive contact with abrasive or harsh surfaces during transport or reprocessing, or during tip cover installation/removal. A review of the site's complaint history does not reveal any related complaints involving this product or this event. No image or video was provided for review. A review of system logs for system sk3618 with a procedure date of (B)(6) 2022, confirmed a 8mm monopolar curved scissors (pn # 470179-19 / lot # k14211018-0330) was used during a sacrocolpopexy procedure. The instrument has maximum 10 uses. There are 8 more uses remaining. This complaint is being reported due to the following conclusion: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of harm or injury to the patient and no report of fragments falling into the patient, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient. Follow-up was attempted, but the missing patient information was either unknown, unavailable, not provided, or not applicable. The expiration date is not applicable. The product is not implantable. It is unknown the initial reporter submitted a report to the FDA.